Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen intermittently turned off and displayed a blue circle with a lock, then returned to the home screen before repeating, and the user was instructed to force stop the app and later to sync data and power down the device for replacement. Symptoms included no reported adverse events, with blood glucose reported at 125 mg/dl and unaffected. Outcomes included no clinical impact, no injury, and no hospitalization. Investigation included case intake, review of user-provided photos, and troubleshooting guidance. Investigation of this device revealed a recurring display and user interface malfunction consistent with a screen/lock behavior that impeded normal operation. It was concluded, based on previously established findings for similar reports, that the cause was an undetermined device malfunction pending further assessment.